Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level rose to 15 mmol/l (270 mg/dl) while wearing the pod for between 4 and 24 hours. The patient noticed the bg levels rising after dinner and inspected the pod. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. The pod was discarded.